Manufacturer narrative:
Reason for reoperation: device migration and implant malposition. The event of "device migration and implant malposition" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "device migration" and "implant malposition, change shape/size/style" via the national breast implant registry (nbir). This record is for the right side. Device was explanted and replaced.